Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. No impact to the customer¿s blood glucose level. Reportedly, the customer charged the pump successfully after leaving it charged for 30 minutes.